Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure, high impedances (>4000 ohms) were seen on more than half of the electrodes. The neurostimulator was pulled out of the pocket, cleaned, rotated, and retested (at 1.5, 2.0, 3.0 volts and 300 pw), but high impedances were still seen. A new neurostimulator was then used and, after retesting, high impedances were still seen. The lead was then replaced at which time testing showed normal impedances were seen and the patient had both motor and sensory responses to the stimulation. The patient was reported as doing fine and no further complications were reported.